Event description:
It was reported that t:slim x2 pump battery would not charge and power source alert occurred. There was no reported impact to the customer¿s blood glucose level. Customer confirmed use of tandem charging cable and wall adapter, and technical support instructed customer to plug wall adapter into outlet known to work and leave pump connected for at least 30 minutes to see if charging would resume, with plan for customer to call back if issue persisted.